Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure # 50. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure # 50. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The motor control board, and pressure transducer were replaced. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure # 50. There was no patient involvement, and no adverse event reported.